Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - power on reset parameters time of eri in save to disk on (B)(4)-2010 02:15:04, device rrt<=2.62 v. 1 - patient alert for battery low voltage on (B)(4)-2010 02:15:04. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4)-2010. Actual longevity is < 80% of 99.9% longevity limit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - power on reset parameters time of eri in save to disk on (B)(4)-2010 02:15:04, device rrt<=2.62 v. One - patient alert for battery low voltage on (B)(4)-2010 02:15:04. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4)-2010 and (B)(4)-2010. Actual longevity is < 80% of 99.9% longevity limit.

Event description:
It was reported that the device reached eri (elective replacement indicator) at 3.5 years and early battery depletion was questioned. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached eri (elective replacement indicator) at 3.5 years and early battery depletion was questioned. The device was extracted and replaced. No patient complications were reported as a result of this event.